Event description:
The customer reported the device's battery pca pins were damaged. There was reportedly no patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin3 was permanently compressed.